Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The customer was vomiting prior to hospitalization. The customer was treated with the insulin pump and insulin drip. The patient's blood glucose at the time of call was 153 mg/dl. The customer stated that auto mode feature was active and went into safe mode and the exited. Troubleshooting was not completed for the high blood glucose. The insulin pump was not returned for analysis.